Manufacturer narrative:
(B)(4). Batch # t5cz3u. Additional information was requested and the following was obtained: can you please clarify though, if after the second device was fired and "60% of the staple line fell apart" if unformed or malformed staples were seen in the tissue/on the staple line? Or was the staple line compromised by the removal of the device with two full revolutions? My understanding is that the unformed/malformed staples were from the first device and first fire. I cannot answer your question if the removal process could have been the cause of a compromised staple line. They did have a tough time trying to remove the device though. Was there any change in the post-operative care of the patient due to the event? What is the current patient status? There was no change that I know of in the post-operative care of the patient. Dr. Said that the patient was doing fine as of (B)(6) 2019. Device evaluation summary: the analysis results found that the cdh29a device (a) arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. This report relates to device 1 of 2.

Event description:
It was reported that during the anastomosis portion of a robotic colon resection, the cdh29a formed staples only partially around the circle (incomplete staple formation). A second cdh29a was used to perform the anastomosis and similar unsatisfactory results occurred again. The surgeon hand sewed the anastomosis after the second device failure. ¿the nurse in the room stated that the patient had really bad tissue and they were not even sure if it was the device malfunctioning or just the patient¿s tissue.¿ there were no patient consequences reported. After speaking with the surgeon, he feels that the other surgeon firing the stapler may have ¿double-clutched¿. The anvil was properly attached and dialed down to the green zone. After firing, there were unformed ¿u¿ shaped staples present. The surgeon below dialed two full revolutions counter clockwise and had some issues actually removing the device. The surgeon re-resected and started the anastomosis again. The surgeon fired the second stapler from below and heard ¿a lot of metal¿ (assuming staples). Two full revolutions were again used to remove the stapler. Upon inspection of the staple line, 60% of the staple line ¿fell apart¿. The surgeon over-sewed to complete the anastamosis. When the surgeon and I spoke we discussed how ethicon circular staplers only require 1/2 to 3/4 turn counter clockwise before removing the stapler.